Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported when the device was replaced and the existing lead was connected to the new implantable cardioverter defibrillator (ICD) the lead was found to display noise. When the physician palpated the lead while applying pressure there was over-sensing and damage to the insulation was noted. The lead was capped, replaced, and no patient complications have been reported as a result of this event.